Event description:
A us distributor contacted zoll to report that a patient developed a burn under the lifevest equipment. Patient described the area as a "3rd degree" burn. The patient¿s physician bandaged the affected area. The outcome of the irritation is unknown as follow up attempts were unsuccessful.